Event description:
A malfunction alarm was reported. The specific malfunction code was 0-0x277d and it was resettable, with the customer having already reset the pump within the last 24 hours. There was no provided data on the customer's blood glucose level at the time of the event, and the distributor did not confirm if it exceeded 500 mg/dl. The pump was within warranty and was replaced. The customer was informed about the pump replacement and instructed to return the faulty pump to tandem. The customer declined to share information about any backup therapy they were using to ensure continued insulin delivery.